Event description:
During an open heart bypass procedure, a hole in the right ventricle was created at the apex of the heart. The vacuum-assisted stabilizer was being used at the time when the event occurred. The vacuum settings were set at the maximum recommended use, 250mm hg (per IFU). The surgeon was able to repair the damage on the heart. There were no add'l post-operative complications and the pt was reported to have recovered from the procedure.